Manufacturer narrative:
Initial reporter state: address unavailable. Bd corporate state (B)(6) was used as its place holder. The initial reporter also notified the FDA medwatch report # mw5107000. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe 3ml ll 200 s/c, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: small amount of fluid leaking from syringe and needle.

Event description:
It was reported when using the bd syringe 3ml ll 200 s/c, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: small amount of fluid leaking from syringe and needle.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1187686. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint.